Event description:
The manufacturer received information alleging a ventilator was hot and melted the internal sd card. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : not returned to the manufacturer.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator was hot and melted the internal sd card. There was no harm or injury reported. The ventilator was evaluated by the manufacturer's product investigation laboratory (pil) and the customer¿s complaint was not confirmed. Pil received a trilogy 202 ventilator with no power cord, an active outlet port and a sd card taped to the top of the ventilator. The internal battery was observed not charging. The detachable battery was observed charging. The vent was let run for 95 minutes with constant alarming with no audible tones and no foreign particles were observed in the outlet filter. The vent was bench tested which showed the clock setting, the internal battery build date and capacity, and numerous other steps failed testing specs. The vent was taken apart where several disconnected cables were found. The cables were connected, and the vent was retested on the bench test device. Only the internal device build date and clock setting failed testing specs. Both are expected failed steps due to the time taken to arrive at the pil for investigation. The returned sd card was returned with thermal damage. No ventilator thermal issues were encountered during testing. Testing showed the returned sd card was defective. Pil is unsure how the sd card became defective. The ventilator is being returned to the customer in the received condition and unrepaired as requested. The sensor board has been scrapped per the requirements and disposed of accordingly. The unrepaired ventilator was sent back to customer.